Event description:
The gas module of a heart lung console failed to be calibrated. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.